Event description:
The pt was implanted with a ventricular assist device. The vad coordinator reported that the pt's driver was not alarming out loud with a low battery alarm and the batteries didn't completely charge. The batteries and driver were replaced.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.